Event description:
It was reported that telemetry had confirmed that a critical alarm was occurring and had been heard by both the patient and the healthcare provider (hcp). It was indicated that a pump reset had occurred due to low battery on the day prior to report. At the time of report, the patient was lying down with symptoms of nausea and vomiting. The device system was used to deliver clonidine and morphine. Later that same day, it was reported that they wanted to have the pump replaced as soon as medically possible. On the day of report, since the low battery reset, the reservoir was at 0.1ml, though it previously had 13.7ml. Six days later, it was reported that telemetry strips had shown that the pump went into safe mode and the patient experienced withdrawal symptoms on (B)(6). The patient was seen in the office on the day prior to report and was sent to the hospital where the pump was replaced on an emergency basis. It was indicated that the patient was restarted on her dose by the physician who did the exchange and she was kept in the hospital overnight. The next day, it was reported that a low battery reset and transition to safe state occurred at 12:57pm on (B)(6). On the following day at 9:40am, safe state was again triggered following a blank entry in the pump logs at the same time. In addition, another blank entry was seen in the logs following the safe state message. Nine minutes later, a low battery reset occurred and safe state was triggered once more. It was reported that the patient was doing well and felt fine at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177975r, implanted: (B)(6) 2001, product type: catheter. (B)(4).final analysis of the pump found a feedthrough anomaly of shorting across the insulator. Recall: z-1579-2013 .